Manufacturer narrative:
There was no patient involvement. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received report that a s5 gas blender system alarming intermittently and giving low oxygen during maintenance. There was no patient involvement.

Manufacturer narrative:
H.10: device serial number has been retrieved and added to dedicated section d.4. H.4 section has been updated accordingly. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The affected device was replaced with another. Complaints database analysis revealed no similar event since unit installation in 2018. Based on the current level of information and considering investigation results for similar cases, possible root causes of the reported issue are the following: defective co2 flow controllers. Defective processor board. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.